Event description:
I have been on the philips resmed asv dreamstation machine for years. During that time, I have developed progressive and increasing shortness of breath that is symptomatic (i.e., dizziness, lightheadedness, almost passing out). I notified my pulmonologist, but she doesn't know what to do. I've seen cardiologist, had catheterization. I've had CT scans, but most doctors only read the report they don't look at the films. One doctor saw a small nodule in my lung, but nobody follows up on it. I recently lost about 60lbs over 5-6 months. This is a "hallmark" for cancer. But, where and what kind? I am getting progressively forgetful and have uncontrolled pain in my thoracic spine. On (B)(6) 2021 - impression: there is mild loss of disc stature in mild concentric bulging of the disc at c7-t1 associated with mild broad-based impingement upon the anterior aspect of the thecal sac without associated cord impingement; there is mild degenerative spurring off the endplates anteriorly in the mid and lower thoracic spine without significant disc space narrowing and without significant posterior bulging or herniation of the intervertebral discs associated with vacuum disc phenomenon at t6-7, t7-8, t8-9 and t9-10 (B)(6) 2021 - c4-5. There is mild loss of disc stature but no significant posterior bulging or herniation of the intervertebral disc c5-6. There is discectomy with mechanical interbody fusion c6-7. There is discectomy with osseous interbody fusion and anterior mechanical stabilization via metallic plate from which screws extending into the anterior aspect of the c6 and c7 vertebrae c7-t1. There is degenerative disc disease with mild loss of disc stature and mild concentric bulging of the disc associated with mild broad based upon the anterior aspect of the thecal sac. Impression: post operative and degenerative changes as outlined above. On (B)(6) 2021 - the heart size and pulmonary vasculature appears within normal limits. The tracheal air column is midline. The lung volumes are normal. There is no radiographic evidence for pleural effusion or pneumothorax. There is no focal airspace opacity in either lung suspicious for pneumonia. There is no radiographic evidence for inflammatory interstitial pneumonitis in the lungs. There is a mild right convex curvature of the upper thoracic spine. There is a mildly exaggerated thoracic kyphosis. There is mild multilevel discogenic degenerative disease throughout the thoracic spine. There is evidence for previous anterior discectomy and fusion in the lower cervical spine. There is no radiographic evidence for pneumoperitoneum or abnormal bowel dilatation in the upper abdomen. FDA safety report ID# (B)(4).